Event description:
It was reported that prior to the start of a da vinci-assisted hysterectomy-benign surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported a "not connected to vision cart" message appeared on the surgeon side console (ssc), with error #55 and other blue fiber cable (bfc) issues noted in the logs. The caller confirmed that the operating room was wall-integrated but had a backup bfc. The tse guided the caller to power off the system and began replacing the bfc from the ssc to the vision side cart (vsc). During this process, the caller discovered that the bfc was not fully connected at the back of the ssc. After securing the cable, the system powered on but displayed error #31243 on the other ssc in the dual console system. The tse then walked the caller through powering off the system and performing a hard power cycle on the other ssc, ensuring the bfc was fully seated at both the ssc and the wall. Upon switching the ssc breaker back on, the ssc powered on automatically, indicating a power-on signal from the vsc. The user performed another power cycle with the same result, and the surgeon proceeded with the case using a single ssc system. The user planned to call back after the procedure for further troubleshooting. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: this issue was fixed prior to the patient wheeling back in the or for second case. We just had to switch the blue fiber optic cable in between cases and both consoles were connected. Surgeon operated just fine with primary console for first case. The procedure did not start dual console; we just always used the single console for the first case then fixed it and used both for second case. Patient demographics were not provided.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer called technical support engineer (tse) about blue fiber cable (bfc) issues. A field service engineer followed up with the customer to confirm that the issue was resolved with the hospital¿s information technology department. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause is attributed to improper customer setup. Based on tse notes, the system issue was due to a improperly seated disconnected part blue fiber cable. It can be resolved by reseating the bfc and power cycling the system, if necessary.